Event description:
The reporter stated that the surgeon was advancing a visian icl (implantable collamer lens) model micl 12.6mm in a cartridge, and the surgeon didn't like how the lens looked in the cartridge, so he decided not to implant it and put in a back up lens. There was no patient contact.

Manufacturer narrative:
Work order search. A visual inspection of the returned product shows the lens is inside the tip of the cartridge. No visible damage to the cartridge which has clear surgical residue on it. It should be noted that the injector and foam tip plunger were not returned for evaluation. A work order search for the lens was performed for similar complaints, and no similar complaints were found.